Manufacturer narrative:
(B)(4). The event occurred sometime in the three months before (B)(6) 2016. The device was discarded and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink paclitaxel set leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.